Manufacturer narrative:
As it is unknown which device was deployed second, which migrated and did not resolve the type 1 endoleak, resulting in the need to partially cover the left internal iliac artery, the following device will also be included in this report: catalog #plc161000j/ serial #(B)(6) / UDI # (B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa contralateral leg endoprosthesis. After a trunk-ipsilateral leg component was deployed, a contralateral leg component(plc161200j) was deployed at the left common iliac artery but the distal side of the plc161200j device migrated into the aneurysm and a distal type I endoleak was observed on the angiography. The second contralateral leg component(plc161000j) was additionally deployed but it also migrated proximally approximately 20mm and the distal type I endoleak was remained. Therefore, the third contralateral leg component(plc161000j) was deployed at the position where the left internal iliac artery was partially covered by the device, and the endoleak was resolved. Reportedly, it is unknown which serial number is the second deployed device. During a contralateral leg component(plc181400j) was deployed at the right common iliac artery, the plc181400j device slightly migrated proximally; therefore, another contralateral leg component(plc181000j) was additionally deployed but plc181000j device was also slightly migrated proximally and the plc181000j device was eventually placed in approximately the same position as the plc181400j device. Additionally, it was observed that the proximal side of the trunk-ipsilateral leg component migrated distally, so an aortic extender component(cuff) was additionally placed at the proximally. During the cuff device deployment, the distal side of the cuff device beyond the flow divider of the trunk-ipsilateral leg component was deployed within the ipsilateral leg due to inappropriate intra-operative imaging. The distal side of the cuff device was push-up using balloon and the position of the cuff distal side was adjusted. The patient tolerated the procedure. It was reported that there was tortuous in the proximal neck and bilateral distal necks, which might have caused migration.